Event description:
It was reported by the contact that the customer's pump would stop mid bolus. Tandem tech support reviewed the t:connect logs and found that the customer received an occlusion alarm during bolus delivery, and the customer's blood glucose level was 301 mg/dl. Multiple attempts were made to contact the customer; however, no additional information was provided.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.